Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 16jan2019. The customer troubleshot with technical support and was advised to swap the air and o2 motor controllers. The test passed when o2 is set to 100% as per the ventilator user manual

Event description:
It was reported that the ventilator was failing the performance verification test (pvt) for the gas volume accuracy. No patient involvement. Event date not specified; estimate used.